Manufacturer narrative:
1. The customer returned 1 video and the complaint unit: 1) the video shows that the complaint unit has a 24g specification, the unit has been used, and the needle tube of the unit is broken. 2) the returned complaint unit shows that the product specification is a 24g y-type product and it has been used. The broken needle tube remains inside the catheter, with a measured length of 16.2 mm. The remaining needle tube attached to the paddle hub measures 26.1 mm, giving a total length of 42.3 mm. The overall needle length shows no missing portion. 2. DHR/bhr review (lot#: 5108403): 1) the products of this batch were assembled at intima ii auto line 2 in may 2025 and packaged at r240 package line in may 2025. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4) the cannula batches used in this batch of products are 4333346, 4333347 and 4341604. Review the incoming inspection results, no abnormalities. 3. Visual inspection was performed on the retained samples from the same batch, and no abnormalities were found. Rigidity and toughness test of the needle tube was conducted on a retained sample, and the test results comply with the product manufacturing specifications. 4. The main factors contributing to the needle tube fracture are as follows: 1) the raw material of the needle tube has insufficient strength and poor toughness; inspections of incoming needle tube materials, in-process inspections, and outgoing inspections showed no abnormalities. Additionally, samples were tested for the rigidity and toughness of the needle tube, and the results met the product's production standards. Therefore, the possibility that the needle tube fracture was caused by defective raw material has been ruled out. 2) during the production and assembly process, abnormal force on the product may cause the needle tube to break; however, during production and assembly, the factory's fully automated line has cameras to check the needle tube's angle, length, spacing, and puncture defects, and will remove defective products. Therefore, the probability of the needle tube breaking during production and assembly is extremely low. 3) when subjected to external pressure or collisions during storage or transportation, the needle can break because the force is concentrated at a single point. 4) during product use, if the puncture angle is too large or too fast, or if repeated punctures occur, the needle tube near the puncture site may be subjected to stress, bending, or folding, all of which can lead to needle tube breakage. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained samples. According to the analysis of the returned complaint unit, the needle broke due to an unknown external force. Since the needle tubes of this batch of indwelling needles showed no abnormalities in the incoming inspection, in-process inspection, or outgoing inspection, and the related inspections of the sample needle tubes also met the product specifications, combined with the fact that there have been no similar complaints from other hospitals regarding this batch, it indicates that the quality of this batch of products is normal. Moreover, this complaint is a rare event, so the root cause of the needle breakage cannot be determined. The factory will continue to monitor and conduct trend analysis on this defect.

Event description:
No additional information is available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm needle broke regarding the broken needle core incident involving the indwelling needle at (B)(6) hospital, we report the following: product model: 383033; product batch number: 5108403. After receiving notification of the incident on december 14, we visited the hospital on the morning of the 15th (monday) to address the matter. At the time of the incident, a nurse was performing a routine indwelling needle insertion procedure. After successfully inserting and withdrawing the needle, it was discovered that the needle core was significantly shorter than its normal length. (Monday) handling of the incident. At the time of the incident, the nurse was performing a routine indwelling needle insertion procedure. After successfully withdrawing the needle, it was discovered that the needle core was significantly shorter than its normal length. The first nurse involved immediately called other nursing instructors for confirmation. After confirming the needle core was incomplete, she gently pressed the front end of the catheter and found it to be hard. She then withdrew the catheter. After removal, the residual needle core was promptly examined to determine if it could be fully retrieved. Once confirmed completely removed, the incident was reported to the nursing department and procurement department. Upon notification, immediate communication was initiated with marketing manager mars and factory manager hero to discuss potential causes and past occurrences. A dialogue was organized to confirm key points. After arriving at procurement, visits were made to the ward to meet with the head nurse and the PICC insertion instructor to understand the preliminary situation. It was determined that the breakage did not occur at the side port location of the tip. After explaining the department's actions, proceed to report to the nursing department. The nursing director deems the incident extremely high-risk, noting the potentially catastrophic consequences of residual material remaining in the patient. Immediately contact the procurement director to discuss solutions. Both key personnel review the entire process and analyze possible causes, emphasizing that while the probability of such incidents is extremely low, they remain highly concerned about recurrence risk. Final negotiations required the manufacturer to provide two documents: first, a detailed incident report and inspection report; second, a letter of commitment¿stating that should a similar incident occur again, the manufacturer would bear full responsibility. Failure to provide these documents would result in discontinuation of our product usage. This hospital ranks among pennsylvania's top 500 national hospitals. The entire facility utilizes 20g and 24g indwelling needles, with the CT department exclusively employing rema heparin-capped needles and q-syte connectors. Historically, nursing and procurement have maintained strong client relationships, collaborating on cross-sectional studies, in-hospital event support, and academic conference transportation services. The problematic samples have been sent for factory testing. Manager mars has preliminarily discussed the commitment letter with your team, but the final format remains undetermined and requires further negotiation and follow-up. We hereby inform you accordingly. Wishing you success. (The attached video cannot be forwarded. At the time, the puncture instructor was extremely nervous and performed unsafe practices without protective measures, such as handling sharps barehanded and coming into contact with patient blood. The nursing department does not wish for the video to be disseminated externally; it is solely for internal incident documentation!)